Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us complainant had a cp pump placed to support a patient admitted in with acute myocardial infarction / cardiogenic shock and history of atrial fibrillation. The patient was transferred on support from community to tertiary center for possible care escalation. The access site oozed and the bleed was treated by manual pressure, tightening of the sutures, and applied a hemostatic dressing. The pump remained on until the escalation to the 5.5 pump as prior discussed. The patient survived the event.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access issue was most likely use related, tightening pre-close sutures, and applying hemostatic dressing stopped the bleeding at the impella site.